Event description:
It was reported that the patient's atrial lead measured unacceptable thresholds. The lead was found to be dislodged. Repositioning of the lead was attempted but the lead dislodged again. The atrial lead was extracted and replaced. It was noted that during the atrial lead revision, there was an insulation breach on the ventricular lead. It was surmised that the lead was damaged during the atrial lead replacement. The ventricular lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.